Event description:
It was reported that the original surgery was performed in (B)(6) 2013, for degenerative scoliosis, t10-pelvis instrumentation with expedium 5.5 titanium implants. Non-union led to three 6x45mm screws breaking at right s1, left l5 and s1. Also, there was a broken rod at right s1 and a broken left iliac 40mm connector. The samples were given to the patient. The following mfg. Medwatch reports are being filed for the three screws, one iliac connector, and one rod that are reported to have broken: 1526439-2014-11506, 1526439-2014-11507, 1526439-2014-11508, 1526439-2014-11509, 1526439-2014-11510.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. Note: this emdr medwatch report was originally submitted to the FDA on (B)(4) 2014, but has stuck at the first acknowledgement phase with the FDA. Depuy synthes spine has been advised to resubmit this medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Given to patient.